Event description:
It was reported during in clinic up that the right atrial and ventricular leads displayed oversensing due to noise. While unable to be visualized on x-ray, both were suspected of insulation breach. The leads were explanted and successfully replaced. There were no patient consequences.